Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the customer noticed that after unloading a tube from the device that it had less liquid than it should have, leading them to believe the product leaked inside the device. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "tube loaded on 13th of april and unloaded on 6th of june 2022. Tube has less liquid than it had initially."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "a complaint of " cracked tube 6ml leaked into the instrument" was received against bactec mgit 960 instrument material number: 445870, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was replaced the damaged part drawer c due to the leakage of cracked tube. Instrument was found to be functional, and the customer started using the instrument for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. DHR review for the instrument mg3810, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.": see h10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the customer noticed that after unloading a tube from the device that it had less liquid than it should have, leading them to believe the product leaked inside the device. This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "tube loaded on 13th of april and unloaded on 6th of june 2022. Tube has less liquid than it had initially."